Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement and pericardial effusion. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted a flail was present and imaging was difficult. An xtw clip was inserted and advanced into the left atrium (la). However, it was observed the clip arms did not open. Troubleshooting was performed, but the clip was unable to open. Therefore, the xtw clip was removed, and an xt clip was implanted without issues, reducing mr to a grade of 2. To further reduce mr, an ntw clip was inserted. However, while steering down into the left ventricle (lv), the clip was unable to be seen on echocardiography and the physician applied a significant amount of m knob, resulting in unintended movement. This caused the clip came in contact with the pericardium, resulting in a pericardial effusion. For treatment, the patient underwent open heart surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported unintended movement (sleeve steering issues) was due to procedural circumstances (i.e., steering without a good view of the clip). The reported image resolution poor appears to be related to user technique of operating imaging equipment. The reported pericardial effusion was due to the unintended movement of the clip as it came in contact with the pericardium. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.